Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.